Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump found a s2 general anomaly with the hybrid. After three years of service, the pump met voltage trip points for eri (elective replacement indicator, 2.79 volts). The static current drain was found to be 8.2ua. The hybrid was sent on to determine the root cause component failure. That reported indicated that no anomalies were found during battery and pump analysis at the device level. Analysis found the hybrid to be fully functional with a nominal static current drain of 3.2ua average. No hybrid related anomalies were found. The cause of the early battery depletion was not determined. The analysis finding of ¿s2 general anomaly with the hybrid¿ was used due to analysis not being able to reproduce the failure.

Event description:
It was reported that the elective replacement indicator (eri) read ¿replace before 1/20/14¿. It was noted this was early and discovered when the nurse practitioner read the pump on the morning of the report date. No further information was yet available. The device system was used to deliver baclofen and dilaudid. It was later reported that the pump was to be replaced at the direction of the health care provider (hcp). It was later reported that the replacement had yet to be scheduled ¿still in precert¿. It was then reported the pump was replaced due to premature eri. No patient symptoms were reported. Additional information has been requested, but was not available as of the date of this report.